Event description:
It was reported the programmer would not boot on; an error message occurred. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067, programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the device had a long boot sequence, then powers up to an error. As a result the hard drive was reconfigured and software was reloaded. It was also noted that the system fan was noisy, the keyboard was broken and the left antenna test was out of specification.